Event description:
It was reported that the lead was explanted and replaced because the sensing dropped from 17mv to 2.5mv in two days. No patient complications were reported as a result of this event.